Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max 2 sterilizer. The technician inspected the unit and found it to be operating according to specifications. No issues were noted with the function or operation of the sterilizer. Following the reported event, the technician discovered that the user facility aborted the cycle. Upon discussion with user facility personnel, the technician learned that user facility personnel inadvertently left the labels on the instruments placed into the sterilizer. The presence of the labels inside the sterilizer's chamber during the cycle resulted in the reported burning smell. The v-pro max 2 sterilizer operator manual states in table 10-2, "materials not compatible with sterilant, paper instrument count sheets or lot stickers are not compatible with hydrogen peroxide." No additional issues have been reported. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that their v-pro max 2 sterilizer was emitting a "burning smell" causing coughing and eye irritation to the employee. No medical treatment was sought or administered.

Manufacturer narrative:
Contrary to the reported event, the v-pro max 2 sterilizer did not emit a burning smell due to the presence of labels being left in the sterilizer. The steris service technician inspected the v-pro max 2 sterilizer and found that oil had leaked from the oil mist eliminator and that the umbrella valve in the oil mist eliminator required replacement. Additionally, the technician identified residual oil in the vacuum pump. Vacuum pump oil is non-toxic and not considered hazardous. The technician replaced the oil mist eliminator assembly, flushed and changed the vacuum pump oil, tested the function and operation of the unit, and returned it to service. No additional issues have been reported.